Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs # 1225714-2014-00129, -001130 and 2937457-2014-00045.